Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve using transfemoral access, the valve dislodged during the initial deployment attempt and was recaptured. During the second deployment attempt, upon release from the dcs, the valve moved into the ventricle. A snare was used on each frame paddle to pull the valve to a higher position but the valve again moved into the ventricle upon release from the snares. The procedure was converted to an open surgical procedure, the valve was explanted and a non-medtronic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence valve dislodgement and positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning and tortuosity, calcification, and or compliance of the native anatomy. In this case, tortuous patient anatomy and a bend in the thoracic aorta were reported. It was also reported that a previously implanted surgical valve provided a difficult landing zone for valve placement. These factors likely contributed to the positioning difficulty and valve dislodgement. Dislodgement and positioning difficulty events do not typically indicate a device issue. A snare was used to pull the valve to a higher position but the valve again moved into the ventricle upon release from the snares. The evolutr instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." This event does not indicate device misuse or malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.